Event description:
On 12-feb-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 75-year-old female patient. There was no additional patient information. Return product is available for investigation. Method: time: result: I-stat, 10:22, 137.5 , I-stat, 12:51, >1000, I-stat, 14:47, 89.3, atellica, 19:19, <5.0, atellica, 22:30, <5.0. Facility cut offs: female: critical: >100.00 pg/ml, abnormal: >34.00 pg/ml, reference range: 34.00 pg/ml. Male: critical: >100.00 pg/ml, abnormal: >53.00 pg/ml, reference range: 53.00 pg/ml. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci, sex: n, (ng/l, pg/ml), (ng/l, pg/ml), female: 490, 13, (10, 17), male: 404, 28, (19, 58), overall: 895, 21, (14, 30).

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-apr-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25228a.

Event description:
Na.